Manufacturer narrative:
H3: one used sample received for analysis. Visual inspection was carried out, and some cracks were seen on the y-site. In attempts to replicate clinical use the y-site was accessed with an ICU medical provided syringe and water was pushed through. A crack was observed on the luer of the y-site where the syringe was connected. The crack was found to be leaking. The complaint of leakage from damage at the site can be confirmed. The probable cause of the damage is unknown. Vendor related issue, this part is purchased from the outside vendors. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
B3: unknown; month and year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after port blood collection, blood oozed from the side of the tube when the raw food was palming flashed. No symptoms were reported.